Manufacturer narrative:
The device was not returned for evaluation however films were supplied, which confirmed the tip of the device broke and remained in the patient.

Event description:
Allegedly, the tip of the awl broke off in the patient. The tip was not retrieved. The patient will have an x-ray taken in the near future.